Event description:
It was reported that shortly after implant, the lead exhibited unstable thresholds depending on the patient's position. The lead was repositioned in order to provide additional slack to the lead, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013; 4196 implantable pacing lead - (B)(6) 2013. (B)(4).